Event description:
It was reported that a pt underwent a lateral episiotomy on (B)(6) 2010 and suture was used in intracutaneous succession sewing. Ten days after the surgery, the wound ruptured. There was no infection, redness or turgidity. The surgeon used infrared ray to treat the pt. The wound healed up spontaneously.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.